Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this insertable cardiac monitor expelled itself from the patient several weeks after being implanted. No additional adverse patient effects were reported.